Event description:
Customer reported receiving a battery out limit after a battery change. Customer stated that they bought two new batteries however the insulin pump no longer powers up. The battery cap was noted to be a little worn and damaged. Customer's blood glucose reading at the time of the call was 300 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.